Manufacturer narrative:
(B)(4), date sent: 03/03/2021, d4: batch # u5ea1g, h6: component code = mechanical (g04). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60b reload present. The reload was received fully fired with the reload deck damaged. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. It should be noted that product failure is multifactorial. One possible cause for this type of damage to the knife and the reload is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/21/2021. Four photos received: upon visual inspection of four photos, the following was observed: from first to third photos shows a blue reload with all drivers up (fully fired). The fourth photo shows a tyvek from product code gst60b, lot # u40n1r and exp. Date: 2023-09-30. Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: what is meant by staples didn't form properly? A true misfire, a portion of the staple line was cut and not stapled-there were unformed staples (goal post shape) in the abdomen. The surgeon indicated the sound of the motor was unusual as soon as firing sequence completed, I did as well. The reload appears to be ¿chewed-up¿ in the mid portion section of cartridge, looks to be more damage on specimen side of knife blade than patient side. What did the staple form actually look like? Some were properly formed but several were still in ¿goal post¿ shape. Where were the not properly formed staples? This was the last firing on the sleeve (ge junction), 85% remnant seamguard and 15% tissue. In the tissue, not in the tissue? The staples within the staple line appeared to be formed but it bled instantly so it was difficult to visualize. Proximal portion of firing, distal portion of firing? Again, it was too bloody to visualize. Did the device cut the complete 60mm? Yes. Are there any photos or videos available? None during case. What color cartridge was being used? Blue. Was buttressing material included? Yes, seamguard. Did you notice any tissue movement? No, barely any tissue within jaws. How was the device cleaned between firings? As indicated, rinsed in basin. Did the surgeon wait 15 seconds prior to firing? No. Did the surgeon pulse fire? No need, firing was predominantly seamguard, only 15% was residual tissue from previous firing. The photos show evidence of the device being fired over something hard. Is there any chance a clip may have been in the area? This was not a revision so there were no clips present. Temp probe is the only possibility. The question was asked if anesthesia uses temp probes-they indicated occasionally. There is no way to confirm if they used on that patient or not. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastric sleeve on the last firing the staples didn't form properly so there was not a hemostatic staple line. A new device was used to complete the case with no patient consequences.